Event description:
It was reported that the red rubber urethral catheter bust into flames while being used during a tonsilectomy procedure. No pt injury was reported. Facility reported that the catheter is placed either down the throat or up the nose during use. A cauterizing pencil was used during the procedure.